Event description:
When originally inserted & flushed, (red lumen) the fluid leaked everywhere. Its unknown where leak was from. Later during use, the white lumen also leaked. The catheter was then removed.